Event description:
It was reported that the ventilator could not be turned on.

Manufacturer narrative:
This event was originally determined to be a non reportable event based on the problem description. A ventilator which cannot be turned on is normally not a reportable event. Investigations of the returned plug and play back-plane printed circuit board pc1775 have determined that the cause of the event was a defective component, a crystal on this board. The crystal is a part of the power control circuitry which controls the different voltages to other ventilator subsystems. If the ventilator is running on battery operation a defect crystal can lead to stop of ventilation. If the ventilator is running on mains, the display can shut down but the ventilation continues unaffected. A back up alarm is generated to notify the user in both situations. The cause of the component failure has not been determined.